Manufacturer narrative:
Initial and final MDR (B)(4). - MDR device 2 of 2. E1: patient city: (B)(6). Patient country: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in united states. On 11-jun-2024, it was reported that that the patient faced infusion set was leaking from the site, which cause the patient's blood glucose elevated to 280 mg/dl. No further information available.